Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on switch 1, water tightness was lost. Due to a crack on scope body, water tightness was lost. Due to damage on the up/down knob, water tightness was lost. The air/water cylinder had no color, suction cylinder had no color, and the right/left knob had discoloration. Switch box had discoloration, and the grip had a crack. Due to adhesive peeling on bending section cover, the insulation resistance value at distal end did not meet the standard value. Plastic distal end cover had a crack, and connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had working channel damaged / pieces of metal was found. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign metal fragments came out of the biopsy channel¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from sw1, s-body, and u/d angulation control knob. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.